Event description:
It was reported that ventricular high rate episodes, lead noise, and noise reversion pacing were indicated with the patient's right ventricular (rv) lead. Reprogramming was done for the rv lead. The lead remains in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted: 2011-(B)(6). (B)(4).